Event description:
It is reported by the mother that the patient has a button error on their insulin pump. Patient's blood glucose level is at 267 mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).